Event description:
The patient reported elevated blood glucose readings up to 473 mg/dl with his normal blood glucose range being in the 90's mg/dl. He stated he feels "terrible" and his legs and knees hurt and he is irritable. He stated he treated his elevated blood glucose levels by bolusing through his insulin infusion device which did not appear to help. He stated he disconnected from his infusion headset and ran a bolus, but no insulin came out. He said he then tried a prime, but again no insulin came out. The patient stated he then noticed insulin at the adapter, and upon inspection noticed the adapter was loose and not connected properly. He said he also noticed what must be the insulin from the bolus and prime in the "pump case." He stated he took everything apart, put it back together properly, and primed the infusion set and insulin dripped from the tubing. He said he then reconnected and bolused insulin. Troubleshooting did not find any issues with the product. On follow up, the patient stated his blood glucose has been fine since he changed his adapter and cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.